Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0501 captures the reportable event of peg tube detached.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a gastrostomy procedure. The exact procedure date was unknown. During the procedure, the joint part of the tube came off during traction. The procedure completed with the same original device. There were no patient complications reported as a result of this event.